Event description:
Patient had a scheduled ivc filter retrieval attempt. An FDA-cleared device was used in accordance with the IFU. Post-procedure, a newly identified ~1mm radiopaque band was noted in the cranial aspect of the ivc. Following the case, the filter retrieval device was compared with a new/unused device, and the ~1mm radiopaque band was noted to be absent.